Event description:
It was reported that when reviewing the electrogram (egm) for the patient with this right atrial (ra) lead, technical services (ts) suggested there was a lead dislodgment due to the presenting egm. The dislodgment was confirmed by x-ray imaging and the lead was repositioned and remains in service. No additional adverse patient effects were reported.